Event description:
An altitude alarm was reported by the customer. The customer's blood glucose level was recorded at 12.4, which is a specific value within the normal range. Technical support provided tips for preventing altitude alarms, and the customer acknowledged the advice. The customer was able to resume insulin with the original cartridge.